Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc. Adapter/connector/defective/damaged. During the use of the product, the heparin cap cracked, resulting in leakage; the sample cannot be returned, but photos are provided; green claims are required, and the hospital requires compensation for twice the number of products; no complaint reply letter or receipt letter is required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 3 photos, no defective sample. The photos show that the sleeve stopper of the prn is broken, broken at the upper site of the shrink band, the break surface is irregular, the small end of the sleeve stopper is pulled out, the large end of the sleeve stopper is assembled in place, and the shrink band is assembled in place. 2. DHR review and retained sample analysis are not performed as the lot number is unknown for this complaint. Conclusion: 1. The broken state of the prn can be seen from the returned photos, and such defect has not yet been encountered. 2. Because the defective sample has not been received for further inspection, the lot number is unknown for this complaint, it is impossible to review and trace raw material records, assembly records, maintenance records, retained samples, etc., and the usage of the sample is unknown, so the root cause of the break of the prn cannot be confirmed. 3. The plant will continue to track and trend for this defect.

Event description:
No additional information provided.